Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual evaluation, it was observed that the instrument's tip was broken. The excess of force could be the most likely cause for the observed failure. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/23/2024, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii anchors pulled out when retrieving the sutures. The case was completed using another ar-4501 meniscal cinch ii. This was discovered during a meniscal repair procedure on (B)(6) 2023. The patient was not affected.